Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stuck in a loop; the customer rewound and filled the tubing with insulin, and when she filled the tubing a message appeared on the display asking the customer if they were disconnected. The customer pressed yes and the display went back to fill tubing screen. While on the phone the customer was able to resolve the issue by themselves and did not want to go through troubleshooting, stating that the insulin pump was now working properly. The customer's blood glucose was 146 mg/dl. Nothing further was reported.